Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent hysterectomy due to stress incontinence and fibroids. Due to mesh extrusion, pain, erosion, organ perforation, patient underwent partial mesh removal on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence, urinary frequency, recurrent urinary tract infection, vaginal irritation and dyspareunia.

Event description:
It was reported that following insertion the patient experienced stress urinary incontinence, urinary frequency, recurrent urinary tract infection, vaginal irritation and dyspareunia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.